Event description:
One endeavor spring rx drug-eluting stent was implanted at the proximal lcx. Patient's cardiac status at 30 day follow up and at 6 month follow up was stable angina. A sudden death is reported to have occurred approximately 12.5 months following index procedure. Death was not associated with an mi and there was no evidence of stent thrombosis. Cause of death was reported to be due to sudden extrahospital cardiac arrest. Autopsy report is not available. Investigator indicated that it is not assessable if the event was related to the study stent.

Manufacturer narrative:
(B) (4): results: death.